Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an erroneous incompatibility message. No data or product was provided for evaluation. The root cause was determined to be an issue of data transfer between two servers. The issue was identified and has been resolved. No injury or medical intervention was reported.